Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure a cut to the papilla was unable to be performed due to a device energization issue. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure a cut to the papilla was unable to be performed due to a device energization issue. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
During a visual examination of the returned device, no anomalies were identified. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was within specification and the device's tip bowed within specification. The complaint of unable to cut due to a energization issue was not confirmed; the device performed to specification. Although, the complaint of no electric current could not be confirmed, the most probable root cause is operational context. The device history record was reviewed and found to meet manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.